Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). The user first installed the pad-pak on the (B)(6) 2012 and performed to specification up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013 and remained in fault mode until (B)(6) 2013 when an increase in voltage suggests a further pad-pak was installed and the device was power cycled. A power up is recorded as having a nonsensical duration. Multiple manual power ups, of mainly nonsensical durations continue up to the last log entry on the (B)(6) 2016. The pad-pak was removed and reinstalled multiple times during this time. The returned pad-pak was inserted into the device and the device failed to power on. A test pad-pak was inserted into the device and the device passed a self-test. The device could not be powered off using the on/off button. This indicates a fault. A test shock was delivered without fault and an acceptable measurement was recorded. The device again failed to power off using the on/off button. Investigation found the reported fault can be attributed to membrane failure due to corrosion. The device was observed switching on upon insertion of the pad-pak and failed to power off using the on/off button. This along with the manual power ups and measurements taken during the investigation would indicate a failing membrane. The fault was traced back to corrosion on the membrane track.